Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A facility administrator (fa) reported to fresenius that the heparin line of the combiset bloodlines leaked during the patient¿s hemodialysis (hd) treatment. The connection between the heparin line and syringe does not thread completely and caused the leak to occur. Blood loss was indicated upon initial reporting. Additional information was obtained during follow-up with the fa. The issue was discovered through visual observation by the clinic staff and would occur after handling the heparin line (and delivering the heparin). The patient¿s estimated blood loss (ebl) could not be provided. There was no serious injury or required medical intervention as a result of the reported issue. The patient completed treatment on the day of the event regardless of the reported issue with a setup that included a fresenius hd machine and a nipro (non-fresenius) dialyzer. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Event description:
A facility administrator (fa) reported to fresenius that the heparin line of the combiset bloodlines leaked during the patient¿s hemodialysis (hd) treatment. The connection between the heparin line and syringe does not thread completely and caused the leak to occur. Blood loss was indicated upon initial reporting. Additional information was obtained during follow-up with the fa. The issue was discovered through visual observation by the clinic staff and would occur after handling the heparin line (and delivering the heparin). The patient¿s estimated blood loss (ebl) could not be provided. There was no serious injury or required medical intervention as a result of the reported issue. The patient completed treatment on the day of the event regardless of the reported issue with a setup that included a fresenius hd machine and a nipro (non-fresenius) dialyzer. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.